Manufacturer narrative:
(B)(4). The lot number of the prowler select plus microcatheter is not available. The expiration date of the device is not known. The device manufacture date is not known as the product lot number of the device is not available. [Conclusion]: the healthcare professional reported that during the stent-assisted aneurysm procedure, the physician was attempting to advance the 4.5 mm x 22 mm enterprise® vascular reconstruction device (enc452212 / 10800602) through the 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) but the stent could not be advanced. The stent became stuck in the microcatheter and both the microcatheter and the stent were removed from the patient¿s body and the target position was lost. A kink was observed on the microcatheter and the kink obstructed the stent preventing it from being advanced. There was no malfunction with the enterprise stent. The product was replaced to complete the procedure. There was no report of any patient consequence or adverse event associated with the reported issue. There was no procedural delay reported with the event. The loss of target position was received on 1/15/2019, as additional information. The information related to the kink microcatheter used during the procedure such as the product code, product name (prowler select plus) microcatheter was received on 1/17/2019. The event has been deemed FDA MDR reportable. The microcatheter was reported as not available to be returned for evaluation and analysis. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The device history record (DHR) review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Microcatheter kink is a known potential issue associated with the use of the device. The kink on the microcatheter can lead to the device becoming obstructed, preventing other devices from being advanced through its lumen. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. In addition, without a lot number to conduct a device history record review, it is not possible to determine if the reported failure could be related to the manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported kink on the microcatheter which resulted in the obstruction of the concomitant enterprise stent from being advanced during the procedure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2019-00825 and 1226348-2019-00826. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the stent-assisted aneurysm procedure, the physician was attempting to advance the 4.5 mm x 22 mm enterprise® vascular reconstruction device (enc452212 / 10800602) through the 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) but the stent could not be advanced. The stent became stuck in the microcatheter and both the microcatheter and the stent were removed from the patient¿s body and the target position was lost. A kink was observed on the microcatheter and the kink obstructed the stent preventing it from being advanced. There was no malfunction with the enterprise stent. The product was replaced to complete the procedure. There was no report of any patient consequence or adverse event associated with the reported issue. There was no procedural delay reported with the event. The loss of target position was received on 1/15/2019, as additional information. The information related to the kink microcatheter used during the procedure such as the product code, product name (prowler select plus) microcatheter was received on 1/17/2019. The event has been deemed FDA MDR reportable. The microcatheter was reported as not available to be returned for evaluation and analysis.